Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the insulin gauge remained static at 175 units after 5 units were delivered. Blood glucose was 254 mg/dl. Reportedly, customer saw insulin exit the tubing. A new cartridge was loaded and the pump performed as intended. The supplies were changed to address the event.